Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow, down arrow, and contrast keypad buttons were found to be intermittently unresponsive. The ok keypad button responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that there was evidence of moisture contamination found on the underside of the battery cap. A leak test was performed and no leak was found. The pump case was removed and no evidence of moisture was found inside the pump. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.